Manufacturer narrative:
Device evaluation is not necessary because the reported event(s) have been determined as not related to vns therapy, but rather to the presence of the device.

Event description:
The patient was undergoing a lead and generator replacement due to high impedance which was reported in mfg. Report # 1644487-2017-03928. During the surgery an infection was found and pus was observed on the lead. Both the lead and generator were then explanted. Review of the manufacturing records showed that the lead and generator were sterilized prior to sterilization. No additional relevant information has been received to date.